Event description:
The MFR (guidant) learned of possible contamination of two lots (1112031 & 1112032) of multi-link penta coronary stents on 12/21/01. Guidant's first contact with the hosp about a recall of the product did not occur until three days later, on 12/24/01. By that time one of the medical center's stents from the involved lot numbers (1112031) had been inserted in a pt. Four other stents were returned to the MFR.